Event description:
The reprocessed ligaclip failed. The physician tried to control bleeding with clip applier. The reprocessed clip applier was not functioning correctly and a brand new clip applier was opened.